Event description:
It was reported by patient's legal representative that the patient underwent total hip arthroplasty on (B)(6) 2009. Revision procedure was performed on an unknown date for unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
Additional information was received on november 20, 2014 giving the reason for revision and the date of the revision surgery.

Event description:
It was reported by patient's legal representative that the patient underwent total hip arthroplasty on (B)(6) 2009. Revision procedure was performed on an unknown date for unknown reasons. No further information has been received. Additional information received indicated the reason for revision was a fracture of the femoral stem neck with disassociation of the femoral head and neck.